Manufacturer narrative:
Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. The pulmonary valved conduit referenced in this event was reported separately. (B)(4).

Event description:
Medtronic received information that during the attempted implant of this transcatheter pulmonary valve within a bioprosthetic valved conduit in a pediatric patient to remedy tears in the pulmonary artery resulting from a prior balloon valvuloplasty, this valve was malpositioned. The "criss-cross" appearance of the patient's pulmonary arteries caused the transcatheter valve to cover the ostium of the left pulmonary artery. The physician attempted to inflate an annuloplasty balloon in the right pulmonary artery and pull the balloon backwards in order to push the valve inferiorly, however, this was unsuccessful. The physician had concerns that the covered stent of the transcatheter valve would occlude the patient's branch pulmonary arteries and decided to surgically explant both the transcatheter valve and the bioprosthetic valved conduit. These devices were replaced with a bioprosthetic valved conduit. No further adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product specimen was discarded by the hospital. Conclusion: based on the information available, the reported events were related to the patient's anatomy or co-morbidities. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.